Event description:
It was reported that no capture and high pacing impedance were noted. Externalized conductors were observed via x-ray/ fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.